Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity. The patient has passed away. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
On previously submitted report, section adverse event/product problem in box b, section type of reported complaint in box h was incorrect. Section adverse event/product problem in box b, section type of reported complaint in box h has been updated/corrected in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity. The patient has passed away. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed dust like contaminate on the ui (user interface) panel, top enclosure, rear panel, bottom enclosure, blower motor, and the blower box. A hairlike substance on the interior of the ui panel. A sticky substance was on the top enclosure. The sd card and philips pollen filter were missing when the device was returned. A keratin-like substance was observed on the blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source.